Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that the no sound issue was due to an alarm setting. The rse confirmed that that the alarm would sound if the setting was changed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that there was sound on central monitor but no alarm sound. The device was in use on a patient at time of event, there was no adverse event reported.